Event description:
The physician reported that a pt (age and gender unspecified) who received treatment with hyalgan (hyaluranate sodium) experienced a psuedo-septic knee reaction. No further details available. The causal relationship to study drug is probably related although no add'l info about chronology of events, concomitant illness, medications or method of drug administration are known. Add'l info will be provided when available. Add'l info received from quality assurance on 28-may-2006. As there was no batch number info or sample provided with this complaint, the complaint report is being closed at this time. Should more specific info and/or a sample be returned at a later date, this complaint will be reopened.

Event description:
The physician reported that a ptwho received treatment with hyalgan (hyaluronate sodium) experienced a pseudo-septic knee reaction. No further details available. The casual relationship to study drug is probably related although no add'l info about chronology of events, concomitant illness, medications or method of drug administration are known.